Event description:
Per the clinic, the patient experienced wound breakdown at the incision site beginning (B)(6) 2020, and was treated with topical and oral antibiotics for several weeks (specific duration not reported). The patient developed an infection and underwent a skin debridement and closure of the wound on (B)(6) 2020, and was treated with intravenous antibiotics. However, the issue could not be resolved; the patient experienced an open wound with granulation, and an extrusion of the receiver/stimulator, resulting in the decision to explant the device on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.